Manufacturer narrative:
Product event summary: analysis could not confirm the reported issue, but there was evidence of a non-manufacturer's representative disassembling and reassembling the unit. Both wires on the liquid crystal display (lcd) were pinched almost in half and had the wires exposed. The battery wires were also pinched in multiple locations, but the wires were not compromised. The battery wires were routed incorrectly over the battery compartment. It was also found that both output connector nuts were discolored and one case screw was contaminated. Additionally, the plugs were installed incorrectly, were damaged, mushroomed, and had tool marks. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) returned after getting wet subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.